Event description:
When the perfusionist was priming the extra-corporeal circuit, he noticed fluid coming out of the oxygenator's gas exit port. The involved unit was changed out before the procedure. Therefore, there was no pt involvment with this event.